Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9680151, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the network cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a electronic picture archiving and communication systems (pacs) problem and it could not perform echo. No patient was present at the time of the event.